Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display of the roller pump went blank during surgery. The device was not changed out, as the pump continued to run and was able to be controlled by the central control monitor (ccm) screen. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.